Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead's placement was not optimal. Boston scientific technical services (ts) provided specs for laser lead extraction. Additional information indicated that the field representative was not present in the case and could no longer provide further information. This lv lead was explanted. No additional adverse patient effects were reported.